Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk crt-d, implanted (B)(6) 2009; 694965 lead, implanted (B)(6) 2005; 505458 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds. It was also reported that the right ventricular defibrillation lead showed insulation damage near the right ventricular coil portion. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.